Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The device was inspected and although there was no excess of silicone, residues of it were observed in the flexcil line of the device. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that the device sterility was compromised. An encore balloon catheter inflation device was selected for use. During preparation, it was noted that there was liquid present in the tube of the device. The procedure was completed with another of the same device. No patient complications were reported.